Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen was cracked, after which the patient could unlock the device but could not make meal announcements; the affected device component was the touchscreen and the device problem was characterized as a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.